Manufacturer narrative:
B3: event date is unknown. H3: product analysis # (B)(4): product:9560524, lot no: my21f001r analysis confirmed that the handle was stuck, and that the holder was loose during the incoming inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (service repair, manufacturer representative, user facility) regarding a flex arm having spinal therapy. It was reported that the instrument did not tighten. Event occurred pre-op and there was no patient involved in this event. Product was not delivered as a defective product and it has been used before. There were no further complications reported regarding the event.